Manufacturer narrative:
Insulin pump received with cracked case at the display widow corner, cracked reservoir tube lip, minor scratches on lcd window and cracked end cap.

Event description:
The customer reported that the insulin pump had physical damaged. Customer stated that the insulin pump had a crack on the upper left and right corner of the screen towards the casing of the insulin pump. Customer blood glucose was 193 mg/dl. Troubleshooting was done. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.